Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. Upon interrogation, it was noted the patient's right ventricular lead had an increased threshold and was sensing the noise. The device was reprogrammed, and a temporary lead was placed. The physician elected to explant the lead but the helix would not retract, so the lead was capped and replaced. The patient's pacemaker was also electively replaced. The patient was recovering.